Manufacturer narrative:
The reporter's meter was provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.5 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was stago evolution analyzer with neoplastic ci+10. At 11:30 am the result from the meter was 4.0 inr. At 3:30 pm the result from the laboratory was 2.8 inr. There was no adverse event. The result from the laboratory was believed to be correct. The customer's therapeutic range was 2.0 - 3.0 inr.